Event description:
The caller stated that the cuff on the trach would not stay inflated. The issue was noticed immediately after intubation. The pt was be reintubated due to the issue.

Manufacturer narrative:
The sample is currently in transit to the mfg site for analysis.